Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they were hospitalized due to high blood glucose was 585 mg/dl and diabetic ketoacidosis. Customer's mother stated that they were throwing up. Customer was not wearing insulin pump during hospitalization for less than 48 hours. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.